Event description:
It was reported the patient experienced palpitations due to a possible fracture on their right atrial (ra) lead. The lead also exhibited high impedance and high thresholds. The ra lead was programmed off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).